Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/9/2020. Device evaluation summary: according to the information received, the patient experienced a rupture. During the visual evaluation of the tissue expander, foreign matter was noted to be present on the shell. Leak testing was performed in accordance with mentor procedures and two tears were observed on the anterior aspect (a and b), measuring 0.1 cm each one. Microscopic examination was performed in both tears edges, and revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Additional information was provided by the physician stating that some black material was observed by them, a photo was provided where some black dots are observed on the shell, which is consistent with the material observed in the laboratory. Additional investigation was performed to identify the chemical composition of the foreign matter. The investigation concluded that it is primarily composed of a biological-based material. However, the biologic source of origin remains unknown. Mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide sterility assurance prior to release for distribution. The manufacturing records were also reviewed, and the manufacturing criteria were met prior to the release of this lot. In addition, a review of the complaint database was done, and no additional complaints have been reported related to the same lot. It should be noted that all manufacturing processes are conducted under controlled manufacturing environment (cme). Controlling manufacturing areas enables the prevention and control of nonviable particles, microbial contamination and it is achieved by cleaning schedules, operational procedures, gowning procedures for manufacturing associates entering the control area and controlled access to manufacturing rooms. Production areas are cleaned following the pre-determined cleaning schedules. Based on the processes, there is low potential for biological-based material to be introduced during the manufacturing processes. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The mre showed that the manufacturing date of the device was different than initially reported. The relevant field has been updated. On (B)(6) 2020, mentor received information indicating that there appeared to be black foreign material in the device post-explant. The etiology of the foreign matter is unknown at this time, but the evaluation results will be provided in a supplemental with the product investigation has concluded. Manufacturer¿s report number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Note: size of replacement device is unknown . Reason for device explant and/or reoperation: deflation . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction revision surgery with a 450cc mentor cpx 4 breast tissue expander with suture tabs experienced left sided deflation post procedure. The left sided deflation was confirmed by an ultrasonography performed on an unknown date. As a result, patient underwent removal and replacement with a mentor cpx breast tissue expander on (B)(6) 2019.